Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study consisted of 92 patients who underwent robot-assisted thoracoscopic segmentectomy (rats) and 82 patients who underwent complete video-assisted thoracoscopic segmentectomies (cvats) between 2020 to 2023, in the cvats procedure, the lung was stapled using either the endo gia stapler or a competitor stapler. Postoperative complication included prolonged air leak lasting more than seven days or requiring pleurodesis in nine patients.

Manufacturer narrative:
Effective division of the intersegmental plane using a robotic stapler in robotic pulmonary segmentectomy mikio okazaki, ken suzawa, kazuhiko shien, kohei hashimoto, shin tanaka, kentaroh miyoshi, hiromasa yamamoto, seiichiro sugimoto, shinichi toyooka https://doi.org/10.1007/s00595-024-02840-y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.